Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be

Event description:
Reporter stated "water can not be withdrawn within the balloon before use." No further information was provided.

Manufacturer narrative:
The original equipment manufacturer (OEM) performed a batch record review and a review of retained samples for lot# 2412009. The OEM indicated no discrepancies or non-conformances were observed. This issue will be monitored through the post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).